Event description:
When the pump was interrogated a motor stall was shown that recovered greater than 3 weeks later spontaneously. The motor stall occurred (B)(6) 2012 and a motor stall recovery noted (B)(6) 2012. It was indicated that the patient did have an MRI. It was reported that the expected and the actual drug reservoir volume were equal and that the patient showed no symptoms. The patient outcome was noted as alive-no injury/no adverse event.

Manufacturer narrative:
(B)(4).